Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage or defects. Functional testing was able to confirm the reported failure mode. The failure cannot be attributed to manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the perfusion pipe started leaking past the filter. The pipe had been replaced one week earlier. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available